Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019, and suture was used. During the procedure, the suture broke during placing of knot. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products, device evaluated by MFR, evaluation codes. Device evaluation summary: an empty opened foil and a dispensed needle/suture piece of product code w8704, lot # lpb581 was received for evaluation. The product code is double armed. During the visual inspection of sample, the swage and attachment area were noted to be as expected. The suture was observed with damage on the surface and stress at the suture end caused by surgical instrument. The other section of the suture was not returned. A functional test was performed and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch lpb851, w870419 and no non-conformances were identified.